Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: on examination, the keypad was intact without damage. On testing, all keypad buttons had normal response. The allegation of moisture was confirmed by visual evidence of corrosion inside the battery compartment. The battery compartment was noted to be cracked both above and below the bumper pad. Leak testing revealed a leak at the crack in the battery compartment. The pump cover was removed for further investigation and revealed evidence of internal moisture on the keypad flex. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was reportedly moisture in the battery compartment. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.